Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
As reported by the surgeon: the patient underwent an l3 vertebroplasty procedure with placement of an optimesh device with bone graft without incident. The patient awoke with post-operative neurologic deficit and a CT showed bone in the canal along with a fractured posterior vertebral body wall. A decompressive laminectomy was performed and removal of bone was not fully successful as confirmed by another CT. A second revision surgery was performed and the vast majority of the bone was successfully removed. The last available patient status update indicates that the patient is in acute rehab with residual deficits.